Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under the contrast key contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed keypad button contact contamination. This report is made based on results of the investigation performed on 11/07/2015.